Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/12/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the patient sustained an infection and all implants were removed and spacers were placed at an unknown date. The patient was reimplanted on (B)(6) 2010. The manufacturer of the products implanted on (B)(6) 2010 is unknown. No labs were provided for the alleged high metal ions. Pfs now alleges infection. An unknown cup, stem and screw are being added. It is unknown is a hole eliminator was placed at this time. No part/lot is being added. The complaint was updated on: 7/8/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation and no revision reported. Updated associated contact

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metallosis before first revision. Updated patient code. Added date of revision, revision hospital, revision surgeon, law firm in the facility name. Corrected patient identifier. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (left hip).